Manufacturer narrative:
By design, safety glass does not break into sharp pieces that could injure a user of the device. A steris service technician arrived onsite, inspected the unit and identified the door cable was damaged, causing the door to hang lower than designed. The technician identified that the event occurred when the user facility employee was removing a rack from the unit. At that time, the rack contacted the door, resulting in the reported event. The technician replaced glass panel and door cable, tested the unit and confirmed the unit to be operating according to specification. The washer was manufactured in 1997 and has been in use for over 19 years. Steris will perform in-service training to the user facility regarding proper usage of the reliance 444 washer/disinfector and specifically the proper precautions necessary when operating the washer in order to prevent damage from occurring. The washer was returned to service, no additional issues have been reported.

Event description:
The user facility reported the safety glass panel on their reliance 444 washer/disinfector door cracked causing pieces of the safety glass to fall. No injury, procedure delay, or cancellation was reported. Instruments were not present during the reported event and the unit was removed from service.